Event description:
Baxter foreign affiliate reported vague information relating that a home patient developed a hernia while using the homechoice cycler for apd therapy. No additional details are available at this time.